Event description:
It was reported that the patient developed a device related infection. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively. All explanted device components were not returned per facility policy. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-8436-50, serial number: (B)(6), batch/lot number: 7091962, model/catalog description: coveredge 32 MRI paddle lead 50cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316, batch/lot number: 37086006, model/catalog description: clik anchor, unique identifier (UDI): (B)(4).